Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reports patient underwent a right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reports patient allegations of pain, swelling, inflammation, damage to bone/tissue, lack of mobility, metal poisoning, metallosis and infection. Subsequently, legal counsel for patient reports patient underwent revision procedures on (B)(6) 2009 and (B)(6) 2010. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient underwent a two-stage revision procedure. First stage was performed on (B)(6) 2009 due to pain, dislocation, subluxation, metallosis, and presumed infection. Revision op report notes the presence of black synovial hypertrophy, purulent black fluid with particular debris, metallosis, dislodged metal locking ring, and a gouge in femoral neck possibly from the locking metal ring. Op report further notes this procedure took over five hours due to difficult removal of femoral component. The ringloc locking ring, modular head, and constrained liner were removed and antibiotic spacers were implanted. Second stage was performed on (B)(6) 2010 with all components being removed and replaced with competitor products.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, damage to bone/tissue, lack of mobility, metal poisoning, metallosis and infection. Subsequently, legal counsel for patient reports patient underwent revision procedures on (B)(6) 2009 and (B)(6) 2010. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision procedures and which components were removed and replaced during the revision procedures. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, "early or late postoperative, infection, and allergic reaction." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-04383/04385).